Event description:
During use of the device for a non-clinical activity, the user reported the eye piece portion broke off when trying to remove it from the scope. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.